Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an artificial arteriovenous fistula. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon was inflated to 20 atmospheres, but after 40 seconds, the pressure decreased, and the balloon was longitudinally ruptured. The balloon was removed, and the procedure was completed with another of same device. The patient condition following the procedure was stable.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter address 1: (B)(6). G4 - premarket / 510(k) #: k141521, k141597. The device was returned for analysis and underwent visual inspection. Visual examination revealed that the balloon was not folded, indicating that it had been subjected to positive inflation pressure. A partial circumferential tear was identified in the balloon approximately 14 mm distal to the proximal marker band. Additionally, a longitudinal tear originating at the circumferential tear extended approximately 11 mm proximally along the balloon material. No other abnormalities were observed in the remaining balloon material. The rated burst pressure for this device is 24 atmospheres. No damage was observed at the tip of the device upon visual inspection. A combined visual and tactile evaluation of the device shaft revealed no kinks or structural damage. Both marker bands were confirmed to be intact and properly positioned on the shaft.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter address 1: (B)(6). G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an artificial arteriovenous fistula. A 6.0 x 40, 40cm mustang ballooon catheter was advanced for dilatation. During the procedure, the balloon was inflated to 20 atmospheres, but after 40 seconds, the pressure decreased, and the balloon was longitudinally ruptured. The balloon was removed, and the procedure was completed with another of same device. The patient condition following the procedure was stable.